Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured poly liner. The poly liner and modular head were removed and replaced. It was further reported that the patient underwent a second revision on (B)(6) 2015, also due to a fractured poly liner.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured poly liner caused by a malpositioned acetabular cup. The poly liner and modular head were removed and replaced. It was further reported that the patient underwent a second revision on (B)(6) 2015 due to a fractured poly liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Features relevant to the complaint were measured and found to be within specification. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08713 & 1825034-2015- 01248).